Event description:
A philips representative became aware on 12 oct 2021 that a lead extraction procedure commenced on (B)(6) 2021 to remove 4 leads: two right ventricular (rv) leads, a right atrial (ra) lead and a left ventricular (lv) lead due to cied system/pocket infection. The lv and one of the rv leads had only been implanted 8 months, and they both were removed with simple traction. The two remaining leads (ra and rv, implanted in 2013) were both prepped with spectranetics lead locking devices (llds) to provide traction. The physician used a spectranetics 14f glidelight laser sheath and began attempts to extract the rv lead. There was significant lead on lead binding, and the physician switched efforts between the ra and rv leads. Due to stalled progress, he upsized to a 16f glidelight laser sheath. There was a small drop in the patient's blood pressure, but the patient was stable. The physician used transesophageal echocardiography (tee) after the blood pressure dropped, but nothing was seen. The two remaining leads were successfully extracted, and a wound vac was placed on the left side where the leads were removed. The physician inserted a temporary pacing wire, and the plan was to re-implant new leads in a couple of days, due to the infection present within the patient. A venogram was done to see if the patient's right sided vessels were open (plan was to re-implant leads from the right side). However, over 60 minutes after the leads were extracted, anesthesia noticed another decrease in the patient's blood pressure. A venogram of the superior vena cava (svc) revealed a small amount of contrast escaping, indicating a small leak in the patient's svc. The surgeon was called back to the room. While waiting, the physician performed a pericardiocentesis, removing approximately 100 cc of fluid. When the surgeon arrived, a sternotomy was performed. A small hole in the patient's mid-svc region was discovered. Due to the svc containing significant scar tissue, it was a slow leak. The repair to the perforation was successful. The surgeon implanted an epicardial ra and rv pacing system, because the surgeon did not want new leads going back through the area of injury anytime soon. The patient survived the procedure. Two days later the patient was extubated and was doing well, anticipating discharge the week after the procedure. This report captures the 16f glidelight device in use when the svc perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.